Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the issue. The hardware was updated on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.

Event description:
It was reported that an 840 ventilator had a distorted lower display. Patient involvement information was not provided by the customer.